Event description:
Discordant, falsely high sodium results were obtained on multiple patient samples on a dimension vista 500 instrument. The discordant results were reported to the physician(s), who questioned them. The samples were repeated on an alternate instrument, resulting as expected. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely high sodium results.

Manufacturer narrative:
The customer contacted the siemens technical solutions center (tsc). The customer stated to tsc that upon questioning of results by the physician(s), they repeated quality controls, and results were not in range. The customer replaced the integrated multisensor technology (imt) sensor pump and tubing and ran a diluent check, which failed. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse disassembled the imt rotary valve and found a serum plug in the diaphragm. The cse then reassembled and aligned the rotary valve. Diluent check and quality controls were run, resulting within range. The cause of the discordant, sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.